Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 305 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, and cracked battery tube threads. The insulin pump alarmed during the basic occlusion test due to the loose and protruded drive support disk. The insulin pump passed the idle current, run current and displacement test. The functional testing could not be completed due to the alarm.